Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer¿s blood glucose level had no adverse impact. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until replacement arrives.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.